Manufacturer narrative:
An event of chest pain and heart failure symptoms after two weeks of implant was reported. Also reported that a pericardial effusion/pericardial tamponade was found in echocardiogram and a pericardial puncture was performed to relieve the pericardial effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Cine review of a single, post deployment, pre-cable-release angiography image was performed at abbott. Contrast injection was performed showing flow around the amulet disc but not distal to the lobe. Tire-barrel compression with moderate offset was seen. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for an implant using a 12f amplatzer amulet delivery sheath. The patient was discharged the next day. On (B)(6) 2024 the patient was readmitted to the hospital due to chest pain and heart failure symptoms and a pericardial effusion / pericardial tamponade was found in echocardiogram and a pericardial puncture was performed to relieve the pericardial effusion. The physician suspects that the amulet device caused the pericardial effusion (stabilizing wires). The patient's antithrombotic regimen after the procedure was dual antiplatelet therapy (dapt). The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.